Event description:
During an open heart case, team was getting the suction, cautery and harmonic plugged in before the case had started. Nurse tried to test the harmonic and it showed a hand piece error even after multiple tests. Switched out the blue cable but to no avail, then switched out the handpiece and it worked.